Manufacturer narrative:
Conclusions: investigation results indicates that humidity ingress led to the device electronics failure over time. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. However, the device has been inadvertently damaged during residual gas analysis. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a combined initial+final report.

Event description:
The user reported a sharp, unpleasant noise when the audio processor was on. These noises did not actually exist in the environment and were produced by the implant. This started around (B)(6) 2019 and the noise got so loud that the user removed the audio processor (ap). After a few days the ap was tried again and at the beginning it was good but then the noise started again after some time. The user was re-implanted.